Event description:
I am a type 1 diabetic and have used the dexcom g6 cgm for years without issue. I switched to the dexcom g7 cgm on (B)(6) 2025 and have had multiple issue that have resulted in emergency room visits. The g7 cgm sensor provides glucose readings that communicate with my onmipod insulin pump to tell it how much insulin to deliver based on my glucose levels. I have had 5 failed dexcom g7 sensors in less than a month. Dexcom has provides little to no support or reassurance to me as a patient for a resolution or that this has even been addressed. They also limit us as to how many sensors they will replace even though it is their product that fails. The dexcom g7 has alerted me that my glucose is urgently low at 44 mg/dl and then went so low that the dexcom g7 would not even register a reading. When I used a glucose meter to stick my finger and check my glucose it read 132 mg/dl. These are huge disparities in values for which I am making decisions to treat my diabetes. I am delivering insulin based on false readings that are 70-80 points off. Dexcom has no plan or offered no product support other than to charge me for a replacement with the exact same defective product. This seriously needs to be investigated. I notice that they currently have an active FDA recall for "malfunction that causes missed glucose alerts for dangerous blood sugar levels". Unfortunately, this product is not reliable and not safe to use. Device codes: 1535, 1506. Patient code: 4580. Reference reports mw5175715, mw5175716, mw5175717, mw5175718.